Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the suture ring was left inside the patient after the cannula was removed. The suture ring was inserted into the aorta during the initial cannulation process. When the cannula was removed, the ring was retained in the patient. A second procedure was undertaken to remove the suture ring. The user reported the surgical procedure was completed successfully. The patient was in stable condition following the removal of the suture ring.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.